Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# v937699, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# v363992, implanted: (B)(6) 2010, product type: lead. Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was implanted with a neurostimulator for essential tremor. It was reported that when patient touched the right ear near the lead/extension site, patient experienced whole body felt numb and sometime only the left side of the body felt numb. It was indicated that when impedances were being tested, the patient felt like he was rolling over onto a pillow vigorously that was causing muscle contraction on his right side. This would result his head and right arm jerking upward and was painful for patient. The healthcare provider (hcp) thought the short causing stimulation to stimulate patient's shoulder muscle and causing patient to have these side effects. It was also reported that the reprogramming was done in (B)(6) 2016 and ins battery voltage was 2.86v. They reprogrammed to 9+, 11+, 10-. The implantable neurostimulator (ins) was currently at end of services (eos). Rep stated that hcp would be replacing just the ins on the day of this call and they would explore the lead/ extension at a later time as they did not have the equipment at the hospital. Additional information received from hcp on may 20 2016 reported that after replacement of the ins, the therapy settings were changed to not use the short circuit. The short was not resolved but program was changed to avoid it. The cause of short, numbness and muscle contraction were not identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.